Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported via user medwatch mw5179553 that stent damaged post-deployment occurred. The patient underwent percutaneous coronary intervention (pci). A 3.50 x 16mm synergy xd drug-eluting stent (des) was deployed, but a stent strut fracture was noted post-deployment. A second 3.50 x 16mm synergy xd des was then placed; however, another post-deployment stent strut fracture occurred. There were no patient complications reported.

Manufacturer narrative:
H6. Device codes corrected.

Event description:
It was reported via user medwatch mw5179553 that stent fracture occurred. The patient underwent percutaneous coronary intervention (pci). A 3.50 x 16mm synergy xd drug-eluting stent (des) was deployed, but a stent strut fracture was noted post-deployment. A second 3.50 x 16mm synergy xd des was then placed; however, another post-deployment stent strut fracture occurred. There were no patient complications reported.